Event description:
After receipt of the product initially reported as unk - screws: trauma, it has been determined that reporting responsibility for the returned product (04.354.442) belongs to the supplier legal manufacturer.

Event description:
It was reported that during surgery on (B)(6) 2022, the 1.4mm guide wire (03.333.002) was placed and measurement was read with a depth gauge. The surgeon over drilled with a 2.7mm cannulated drill bit (03.333.102). A 4.0mm x 42mm long thread cann screw was selected and inserted over guide wire. The surgeon noticed difficulty turning the screw, and decided to back out the screw. The attempt to remove the screw resulted in screw breakage at the threads of the screw. Removal of the broken screw threads was not attempted for fear of splitting the bone fragment. The surgery continued with fixation achieved using tension bad technique with 18g wire and k-wires. Or surgical time was extended by 40 minutes due to the screw breakage. The surgery was completed successfully. No further information is available. This report involves one unk - screws: trauma. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. 510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.